Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and had experienced a high blood glucose level of 531 mg/dl. The customer that the problem was that they inserted in their hip. The customer declined troubleshooting for the high blood glucose reading. The customer also asked for assistance with programming their basal rates. It was found that the customer had basal rates programmed but the insulin pump kept timing out before the customer could get to the next screen and troubleshooting was stopped as the call dropped. The call back was unsuccessful. There was no indication of the product returning for analysis.